Event description:
Customer's mother reported unspecified blood glucose results, stated that the difference was "around 50 points" (mg/dl) within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported regarding these results. A request was made for the return of the system, replacement was sent.